Event description:
Ous MDR - it was reported that 48 months after the implantation the lead was explanted due to oversensing with shock delivery. During the lead revision an insulation defect was noted. It was furthermore reported that the atrial lead which was a competitors device was explanted due to oversensing.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. A proximal and a distal fragment were returned. In-between, a segment of the lead body of about 2 cm length was missing. The returned fragments were examined visually, mechanically, and electrically. Signs of abrasion were found at the connector exits and at the distal lead fragment. However, the insulation was intact along the two available fragments. In addition, a deformed shock coil and an over-rotated inner conductor helix could be detected. These damages are most likely the result of the lead extraction process. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. Overall, the analysis was unable to find any anomaly that could have led to the complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.